Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed several tests during pre-use check. Our field service engineer (fse) was on site to investigate the reported issue. Visual inspection showed that a large amount of condensed water had entered into the air gas module. After replacing the air gas module, the ventilator passed all functional and safety test and was returned for clinical use. The most probable source of moisture/water into an air gas module is moist air from the hospital's wall gas system. According to the user´s manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.